Event description:
It was reported during a routine follow-up, the device was showing a decrease in battery longevity (<0.5 years, magnet rate 90 bpm). The device was interrogated, and impedance was able to be tested, however when testing the underlying rhythm, the device lost connection. Threshold testing was also not able to be performed. The wands were changed, but the device continued to lose connection. Upon changing to a different programmer, further testing was able to be performed on the device. The battery was showing 1.5 years remaining, but the magnet rate remained at 90 bpm. The field indicated that since the device seemed unpredictable, the decision was made to replace the generator. No adverse patient effects were reported. Additional information: this report has been update to include final analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, (defibrillation), and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported during a routine follow-up, the device was showing a decrease in battery longevity (<0.5 years, magnet rate 90 bpm). The device was interrogated, and impedance was able to be tested, however when testing the underlying rhythm, the device lost connection. Threshold testing was also not able to be performed. The wands were changed, but the device continued to lose connection. Upon changing to a different programmer, further testing was able to be performed on the device. The battery was showing 1.5 years remaining, but the magnet rate remained at 90 bpm. The field indicated that since the device seemed unpredictable, the decision was made to replace the generator. The replacement took place on (B)(6) 2019. No adverse patient effects were reported.